Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant alleged that during testing, the device failed self test for defib function.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department; the malfunction was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the reported problem. Device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.